Manufacturer narrative:
Additional information is being requested from the field. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this left ventricular lead exhibited pace impedance measurements of less than 200 ohms. Additional information is being requested from the field. The lead remains in service. No adverse patient effects were reported.